Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was leaking from one of the access ports along the tubing line. This event occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. A functional testing was performed including clear passage and pressure testing which revealed a leak in the gland of the second y-site clearlink. Autopsy was performed at the second y-site clearlink and no defect was observed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental reported will be submitted.